Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an image problem. The device was returned for evaluation. During the device evaluation, foreign material in the light guide ( lg) lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation..

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; -grip had discoloration, switch box had discoloration, air/water -cylinder had no color, suction -cylinder had no color, scope-cover had a crack, switch flexible printed circuit had corrosion due to water leakage, the cover of light guide-bundle was damaged, plug unit had corrosion due to water leakage, circuit board unit in suction-connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, scope connector -case unit had corrosion due to water leakage and the cable unit had corrosion due to water leakage. Due to damage to the plug unit, a noisy image occurred. The plastic distal end cover-cover was deformed. The light guide lens had foreign objects. The connecting tube was deformed. Due to deformation of universal cord, water tightness was lost. The universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Humidity invaded the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. Olympus will continue to monitor field performance for this device.